Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump had a no delivery and a motor error. The customer¿s blood glucose level was 591 mg/dl at the time of the incident. The customer¿s parent stated that the insulin pump had multiple no delivery alarms and then a motor error alarm . The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported that the insulin exited after a 5 unit fixed prime was delivered and it was determined that the infusion set cannula was bent. Customer's parent reported cracks on the insulin pump screen. Customer also had experienced a high blood glucose of 591 mg/dl and no form of treatment was reported. Customer's parent declined high blood glucose troubleshooting. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Motor error alarm was noted, however motor passed the motor test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address, serial number label and cracked reservoir tube lip.